Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 44 mg/dl. The customer indicated that the basal rate setting on the pump was too high and that too much insulin had been delivered for the food that was consumed. The customer addressed the low bg level by drinking juice.